Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a high temperature alarm and the customer could not hear the fan running. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device did not alarm with an s233 (overtemperature-psc) malfunction alarm code; however, multiple s233 malfunction alarm codes were noted in the device history. Further testing found that during the run-in test, the device was warm to touch. The device fan was turning slower than expected. The fan was not rotating fast enough during the battery charging to cool the device. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.